Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "concerns regarding the biocell textured implants," "ruptured," "burning sensation around the chest wall of the right side implant." Patient additionally reported "feeling sick," "faints" "when breathes in any kind of chemicals," "muscle and joint pain," "weight gain," "hair loss," "no tolerance for temperature," "sick to stomach"; these events are not related to the device. This record is for the right side. Device remains implanted.